Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media that the insulin pump does not rewind and the rewind sequence has not moved the insulin forward. Customer's blood glucose was unknown at the time of incident. Customer also indicated that a screw on the pump does not move and the insulin cannot move forward. Troubleshooting attempted to call the customer to go over the issues and left a voice mail message.